Event description:
It was reported that the bur could not be held. There was one instance where the bur was grasped once, but it detached and flew off. No patient impact was reported. Repair request escalated to a product event by region. On follow-up it was reported that there was no patient or staff impact and procedure delay of 05 minutes to open the new burr.

Manufacturer narrative:
H3: product analysis: evaluation determined that bur couldn't be held/ will not retain tool. The likely cause was identified as corroded blade lock pin. It was also noted that balls of linear bearings are misaligned and falls out. This regulatory report is being submitted due to a retrospective review through CAPA: 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.